Manufacturer narrative:
Morrey et al. "Ulnar component surface finish influenced the outcome of primary coonrad-morrey total elbow arthroplasty." Journal title. 95:1117-1124. This report is number 1 of 4 mdrs filed for the same patient (reference 1822565-2017-00709 / 00710 / 00711). No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following sections could not be completed with the limited information provided. Age or date of birth ¿ ni. Weight ¿ ni. Date of event - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - the article was written in-ho jeon, bernard f. Morrey and joaquin sanchez-sotel. Device manufacture date - ni.

Event description:
It is reported in a journal article that one patient experienced triceps weakness following elbow arthroplasty and required a procedure to treat the complication. No further information is available.